Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread was knotted.

Manufacturer narrative:
Samples received: 5 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market 1,080 units of this batch. There are no units in our stock. We have received five closed samples and one open sample. The open sample received is manipulated but unused. The thread is tangled inside the racepack, there is a piece of thread out of the channel of the plastic carrier. Our engineering department is informed about this issue and is testing and analyzing other product packaging designs in order to avoid these kind of incidences. On the other hand, extraction of the suture in the received closed samples is correct and the current one. Suture has been pulled out without difficulty. The suture has been pulled out in the direction as it is shown in racepack user guide. No knots have been developed after removing the sutures. Remarks: please note that two movements need to be done to pull out the suture from the packaging according to the design of double armed sutures packed in race pack: first one for pulling out the first needle and thread. Second one to pull out the second needle. This product has been manufactured with the current design of winding and packaging. Taking into account that no other customer complaints have been received concerning this issue for this batch and the extraction of the closed samples received is correct and the current one, we consider that this is an isolated unit affecting only this article batch and claim is justified, but whole batch is correct. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil requirements: 1.24 kgf in average and 1.16 kgf in minimum (requirements: 0.51 kgf in average and 0.15 kgf in minimum). As indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". On the other hand, we have checked the needles of the closed samples received and the needles tips are the usual and the current ones, any needle blunt has not been found. The needles of the samples received were tested for needle puncture strength test. The average 1st penetration result of the samples received is 0.248n. This result is lower than the specification of penetration for these needles (0.28n). The complained needles have better penetration performance. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: we consider that the complaint is justified. Corrective/preventive actions: there is an improvement project in order to avoid these kind of incidents in the future.